Event description:
Ous MDR - after an implantation period of approx. 7 months it was reported that the device was eos. The ICD was explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, detected on (B)(6) 2017, and two charge processes were documented. The charge drawn from the battery was checked. An inconsistency between the drawn charge and the measured battery voltage was detected. The current uptake of the ICD was then tested, which proved to be normal and as expected. In a next step, the ICD was opened, and the internal structure was examined. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source. The eos state was removed with a technical programmer, and the modules capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. There were no indications of a malfunction of the electronic module. Further electrical analysis identified an intermittently increased current uptake of the electronic module, which could be narrowed down to an integrated circuit. This intermittently increased current uptake the led to a premature battery depletion. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. Based on the analysis, it cannot be ruled out that external influences, such as electromagnetic radiation, have contributed to the clinical observation.